Event description:
It was reported that the patient had a lead integrity alert (lia). Follow up at the clinic indicated that the left ventricular (lv) lead was located in the right ventricular lead port. The lead trends indicated that there was no oversensing, although there were non-physiologic markers. Real time isometrics with pocket manipulation showed no oversensing. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator (ICD), (B)(6)  2013; 6949 implantable tachy lead, (B)(6) 2007; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).